Event description:
It was reported that the rv (right ventricular) lead had high impedance and oversensing. It was also noted that there was a patient alert for high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was oversensing, noise, and high impedance. There were thirty-three ventricular nst (non-sustained tachycardia) less than or equal to 200 ms between 17-jul-2012 16:11:42 and 20-jul-2012 05:07:17. There were eleven vf (ventricular fibrillation) less than or equal to 190 ms average v-cycle between 14-jun-2012 03:22:05 and 12-jul-2012 21:39:06. The ventricular short interval count had v-sic equaling 59.8 counts avg/day, in 1.39 days, between 23-jul-2012 10:18:56 and 24-jul-2012 18:41:13. There was one patient alert for rv pace lead z equal to 2304 ohms on 31-may-2012 03:00:02. And the weekly pacing measurement log data shows an abrupt increase for max v pace equaling 704 to 3856 ohms peak between 25-may-2012 and 20-jul-2012.